Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vitiligo ("vitilago: autoimmune diagnosed"), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems-vaginal discharge"), vaginal infection ("vaginal infect."), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, vitiligo, psychological trauma, vaginal discharge, vaginal infection, fatigue and alopecia outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, psychological trauma, vaginal discharge, vaginal infection and vitiligo to be related to essure. The reporter commented: she received treatment for the following events dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), autoimmune diagnosed vitiligo and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: this case was become incident. Event injury was updated as dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), autoimmune diagnosed ¿ vitiligo, psych injury, bladder/urinary problems ¿ vag. Discharge, vag. Infect., fatigue and hair loss. Patient date of birth, lab data, essure removal date and treatment details was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.